Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A research executive reported that a physician indicated that when implanting an intraocular lens (iol), the tip was difficult to place and the plunger did not place itself correctly. The report implied that the lens was used and there was no sample to provide. Further gathering of data was not possible.